Manufacturer narrative:
Cap does not manufacture the abutment blank of abutment screw. Cap's customer does not manufacture them. Dental laboratories process abutments per their intended use, which is to process per an rx from a dentist. In this event, it looks like a clinical related issue manifested into the abutment failure. Cap will notify our customer, wilson dental lab, of our findings which relate to clinical use of the abutment post processing at cap. Cap will recommend that wilson dental provide feedback to the dentist on our evaluation and probable cause for the event. The dentist can use this information accordingly.

Event description:
A male patient received a dental implant abutment from a dentist (unknown) that failed 2 years after being seated. The implant abutment became broken and failed to adequately secure the abutment/prosthetic to the dental implant. The actual implant was not damaged, there was no injury reported to the patient. The event required intervention by way of a new dental implant abutment being required and seated to the original implant, to restore the prosthetic tooth.